Event description:
Customer reported a hospitalization due to high blood glucose. The current blood glucose is 349 mg/dl. Customer has treated with insulin pump. The blood glucose at the time of the event was 500 mg/dl to 600 mg/dl. Hospital treated with IV. Customer stated that the insulin pump alarmed no delivery. The reservoir leaked inside of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.